Event description:
A malfunction was reported with the pump, identified by the code "malf 0". Customer's blood glucose level was within a normal range and did not exceed 500 mg/dl. Customer received instructions from technical support on how to reset the pump, and after resetting, the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reappeared.